Manufacturer narrative:
Analysis was able to confirm the customer comment of an error and it was additionally noted that the atrial output connector was broken, the hanger was cracked, the keypad window was scratched, one boss was stripped on the display frame and one printed circuit board screw was stripped. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 0200 error displayed on the external pulse generator (epg). The epg was returned for repair. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.